Manufacturer narrative:
PMA/510(k) # was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report.

Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked 125.5 and 127.0 cm from the proximal hub with compression and ovalization damage on the remaining distal length. The cat6 was kinked in multiple locations along its length. Conclusions: evaluation of the returned device revealed that the cat6 was compressed and ovalized in multiple locations along the distal tip length. If the catheter is mishandled during insertion into the rotating hemostasis valve (rhv), resistance may be encountered. If the physician attempts to forcefully advance the catheter against resistance, the observed kink damage may occur. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician was unable to advance the cat6 into the valve of the non-penumbra sheath and indicated that the rotating hemostasis valve (rhv) was too narrow. Subsequently, the cat6 became kinked. Therefore, the cat6 and non-penumbra sheath were removed. The procedure was then completed using an aspiration sheath. There was no report of an adverse effect to the patient.